Event description:
During outpatient heart catheterization, large amount of air was injected into the pt's arteries. Specifically, when contrast was being injected into the arteries, it appears that approx 10 cc was injected. The line had previously been flushed to clear it of air and this was witnessed by another healthcare provider. Pt went into v-tach and required defibrillation. Pt's vessels recovered and the pt's status stabilized. The pt was admitted for observation. Dates of use: 2009. Event abated after use stopped: yes.